Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: (B)(6). Patient burned.

Manufacturer narrative:
Investigation: the 400292533: the devices were analyzed by ats. The hand piece is in a optical good condition. At the tip, scratches are recognizable, most likely caused by a lateral overload situation. The bearing is dry and abrasion is recognizable, most likely caused by a maintenance deficit. The 400292910: the cable is in a optical good condition, no failure could be detected. The 400292911: the engine is also in a good optical condition, just a form deviation of the stator was recognized. This deviation is not the reason for the error. The stator was replaced. The 400298186: no deviation detected. The 400299855: the broken drill is not a aesculap product. Batch history review: a review of the device quality and manufacturing history records was not possible because the device is a purchased part. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related and related to an insufficient maintenance of the device. Rational: due to the fact that the drill is not an aesculap product, it can not be excluded that the shaft of the drill has not fitted to the collet of the hand piece. This would also be a possible reason for the damage to the hand piece. Corrective action: according to sop sa-de13-m-4-2-01-010 a CAPA is not necessary.